Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer booted normally to the application screen. The cranial and spine programs started and ran normally. No automatic shutdowns were observed with the computer. No error messages were received. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during the use of navigation, rebooting occurred without control. Rebooting occurred three times during the operation. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during the use of navigation, rebooting occurred without control. Rebooting occurred three times during the operation. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during the use of navigation, rebooting occurred without control. Rebooting occurred three times during the operation. There was less than an hour delay in the procedure. No impact on patient outcome.